Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise (ion-selective electrode) buffer valves, ise powered circuit board (pcb), ise tubing and electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. Customer telephone number was not provided.

Event description:
False low sodium results. Reported problem ise sodium results low symptom summary ongoing issue with sodium patient results being low. Problem summary ise sodium patient results low, no issue with qc passing. Resolution summary ongoing issue where patient results for for sodium appear low on a number of samples according to the customer. When they rerun the samples on their other au680 the results appear in the normal range i.e. Higher. Running calibration and qc passes its during a run of patient samples that the issue presents itself. On this occasion the buffer dispense valves were replaced along with an ise tubing kit. The wiring from the electrodes to the ise data pcb were also reseated. Verification of activity calibrated ise as well as the customer running qc - passed. Customer will monitor and provide feedback on how the analyser is performing.